Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator inoperative error alarm. There was no patient involvement, and no harm or injury reported. On device evaluation, the customer's complaint was confirmed. Review of the device download error log indicated ventilator inoperative error code e-155 was present indicating the machine flow sensor drift above the specification. The device's machine flow sensor was replaced to address this issue. Additional findings not related to the malfunction/issue: non-critical device event code was noted in the download error log indicating the motor controller has proceeded to the shutdown state due to an error with the motor. An additional device event was noted indicating a sensor was offset during drift calculation was too high. The system printed circuit board assembly was replaced to address these issues. After repair, the device passed final testing.